Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 21, 2007. Evaluation summary:the reported condition of a pump with an out of specification air in line printed circuit board (ail pcb) on channel c pump was confirmed. The channel c pump head mechanism was replaced. The device was tested and returned to the customer.

Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with an out of specification air in line printed circuit board (ail pcb) on channel c. There was no patient injury or medical intervention necessary. There is no additional information is available.